Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure in the sigmoid colon of a patient on (B)(6), 2010. According to the complaint the patient presented with an obstruction as a result of a malignant tumor. The patient's anatomy was not tortuous. During the procedure, the catheter kinked, and the stent failed to deploy. The device was removed from the patient, and the procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the distal handle was detached and the sheath was torn. Therefore, this event is now deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 1 mm. The clear outer sheath was kinked at several locations along the length of the outer sheath. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The blue outer sheath was torn and damaged at several locations along the length of the outer sheath. The blue outer sheath was detached proximal to the end of the outer sheath (where the outer sheath had detached from the distal handle). During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. No issues were noted with the profile of the deployed stent, however, the inner lumen was kinked distal tip. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.